Event description:
It was reported that during a ptca treatment procedure, the surpass 30/3.0 mm balloon ruptured at 7 atms on the initial inflation. The pt was asymptomatic during this event. The physician used a 6f terumo introducer sheath for vascular access and a balance guidewire and a 6f blh1 guide catheter to cross the lesion. The surpass 30/3.0 mm balloon was being used to treat an in-stent restenosis lesion (90%) in an s670 stent previously placed in the mid lad coronary artery. The surpass 30/3.0 mm balloon was removed and replaced with an esprit 20/3.0 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.